Manufacturer narrative:
Date sent to FDA: 09/03/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patent underwent a gynecological procedure for stress incontinence in (B)(6) 2005 and mesh was implanted. The patient reported that since (B)(6) 2015, she has experienced numerous urinary tract infections. The patient underwent a cystoscopy on (B)(6) 2018 which revealed the mesh had eroded and was cutting into the urethra. The patient reported that the doctor stated that the issues are caused by the eroded mesh. The mesh remains implanted and the patient is awaiting removal. No additional information has been provided at this time.

Manufacturer narrative:
(B)(4).